Event description:
Patient reported left side rupture. Healthcare professional later confirmed device was intact while implanted and the doctor ruptured the implant upon removal. Healthcare professional additionally reported left side capsular contracture baker grade IV. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6 reason for reoperation: zrupture.

Event description:
Patient reported left side rupture. Healthcare professional later confirmed device was intact while implanted and the doctor ruptured the implant upon removal. Healthcare professional additionally reported left side capsular contracture baker grade IV. Device has been explanted and discarded.